Event description:
It was reported that the low energy shock impedance has increased to between 135-145 ohms. The implant impedance in 2020 was 66 ohms with the high energy shock. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have been fluctuating over the years. The impedances are high but within normal limits. The presenting electrograms had some noise which was not over sensed. Technical services discussed some testing options with the clinic. The doctor elected to perform defibrillation threshold testing. The device was able to successfully convert the induced arrythmia. There were no additional adverse patient effects. The system remains implanted.